Manufacturer narrative:
The reported event was confirmed by the sales representative. However, no failures of the navigation system were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that during a cranial procedure at the healthcare facility, the zeiss microscope disconnected from the navigation system three separate times and was reconnected again, causing a cumulative delay of approximately 30 minutes. The procedure was cancelled after incisions had been made; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The evaluation of this event has not been completed at this time.

Event description:
It was reported that during a cranial procedure at the healthcare facility, the zeiss microscope disconnected from the navigation system three separate times and was reconnected again, causing a cumulative delay of approximately 30 minutes. The procedure was cancelled after incisions had been made; no adverse consequences or medical intervention were reported.